Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the cable used for external pacing had become "disconnected from the pacing lead" and a loss of pacing ensued. The patient had to be resuscitated until the lead was reconnected. The status of the cable is unknown. No further patient complications have been reported as a result of this event.